Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), syncope ("fainting") and loss of consciousness ("blackouts from pain") in a 40-year-old female patient who had essure (batch no. 893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included penicillin allergy and multiparous. On (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), visual impairment ("vision problems"), depression ("depression"), alopecia ("hair loss"), rash macular ("rashes or skin conditions type:red dry patches on my side"), photophobia ("severe light sensitivity"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), adenomyosis ("adenomyosis"), perineal pain ("perineal pain"), flank pain ("side pain") and abdominal pain ("pain after eating and drinking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, syncope, loss of consciousness, migraine, visual impairment, depression, alopecia, rash macular, photophobia, allergy to metals, dysmenorrhoea, adenomyosis and perineal pain outcome was unknown, the fatigue, flank pain and abdominal pain had resolved and the abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, loss of consciousness, migraine, pelvic pain, perineal pain, photophobia, rash macular, syncope and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), syncope ("fainting") and loss of consciousness ("blackouts from pain") in a 40-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included penicillin allergy and multiparous. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), visual impairment ("vision problems"), depression ("depression"), alopecia ("hair loss"), rash macular ("rashes or skin conditions type:red dry patches on my side"), photophobia ("severe light sensitivity"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), adenomyosis ("adenomyosis"), perineal pain ("perineal pain"), flank pain ("side pain") and abdominal pain ("pain after eating and drinking") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, syncope, loss of consciousness, migraine, visual impairment, depression, alopecia, rash macular, photophobia, allergy to metals, dysmenorrhoea, adenomyosis and perineal pain outcome was unknown, the fatigue, flank pain and abdominal pain had resolved and the abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, loss of consciousness, migraine, pelvic pain, perineal pain, photophobia, rash macular, syncope and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, new events: rashes or skin conditions type:red dry patches on my side, blackouts from pain, severe light sensitivity, fainting, nickel allergy, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: bloating, adenomyosis, perineal pain, side pain, pain after eating and drinking, plaintiff did not underwent for essure confirmation test. Event outcome recovered / resolved added for events- fatigue, side pain, pain after eating and drinking and outcome recovering / resolving added for event bloating. Reporter information, patient details, other relevant history and product indication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), syncope ('fainting') and loss of consciousness ('blackouts from pain') in a 40-year-old female patient who had essure (batch no. 893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included penicillin allergy, multiparous, haemorrhoids and h.pylori gastrointestinal disease. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced syncope (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), the first episode of photophobia ("vision problems: severe light sensitivity") and rash macular ("rashes or skin conditions type:red dry patches on my side"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), the second episode of photophobia ("severe light sensitivity"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), perineal pain ("perineal pain"), flank pain ("side pain"), abdominal pain ("pain after eating and drinking"), arthralgia ("joint pain"), blindness transient ("temporary vision loss"), oedema ("edema (swollen legs and feet)"), asthenia ("lots of energy"), pain in extremity ("lower back and sharp pain in both thighs"), back pain ("lower back and sharp pain in both thighs"), menstrual disorder ("abnormal menstrual"), decreased appetite ("don't have an appetite") and oropharyngeal pain ("throat hurts"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("I lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, syncope, loss of consciousness, depression, rash macular, the last episode of photophobia, allergy to metals, dysmenorrhoea, adenomyosis, perineal pain, weight decreased, asthenia, pain in extremity, back pain, menstrual disorder, decreased appetite and oropharyngeal pain outcome was unknown and the migraine, alopecia, fatigue, abdominal distension, flank pain, abdominal pain, arthralgia, blindness transient and oedema had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, arthralgia, asthenia, back pain, blindness transient, decreased appetite, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, loss of consciousness, menstrual disorder, migraine, oedema, oropharyngeal pain, pain in extremity, pelvic pain, perineal pain, rash macular, syncope, weight decreased, the first episode of photophobia and the second episode of photophobia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs & social media received. New events joint pain, temporary vision loss, edema, I lost weight, lots of energy, lower back and sharp pain in both thighs was added. Updated event vision problems from severe light sensitivity. Updated outcome of event bloating from recovering / resolving to recovered / resolved, migraines, hair loss from unknown to recovered / resolved. Reporter information, patient demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 40-year-old female patient who had essure (batch no. 893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included penicillin allergy, multiparous, haemorrhoids and h.pylori gastrointestinal disease. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced syncope ("fainting"), loss of consciousness ("blackouts from pain"), photophobia ("vision problems: severe light sensitivity/ severe light sensitivity") and rash macular ("rashes or skin conditions type:red dry patches on my side"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), perineal pain ("perineal pain"), flank pain ("side pain"), abdominal pain ("pain after eating and drinking"), arthralgia ("joint pain"), blindness transient ("temporary vision loss"), oedema peripheral ("edema (swollen legs and feet)"), asthenia ("lots of energy"), pain in extremity ("lower back and sharp pain in both thighs"), back pain ("lower back and sharp pain in both thighs"), menstrual disorder ("abnormal menstrual"), decreased appetite ("don't have an appetite"), oropharyngeal pain ("throat hurts"), arthritis ("arthritis"), pruritus ("itchy"), scratch ("scratching"), abdominal pain upper ("pain in my stomach") and bladder pain ("bladder pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("I lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, syncope, loss of consciousness, photophobia, depression, rash macular, allergy to metals, dysmenorrhoea, adenomyosis, perineal pain, weight decreased, asthenia, pain in extremity, back pain, menstrual disorder, decreased appetite, oropharyngeal pain, arthritis, pruritus, abdominal pain upper and bladder pain outcome was unknown and the migraine, alopecia, fatigue, abdominal distension, flank pain, abdominal pain, arthralgia, blindness transient and oedema peripheral had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, alopecia, arthralgia, arthritis, asthenia, back pain, bladder pain, blindness transient, decreased appetite, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, loss of consciousness, menstrual disorder, migraine, oedema peripheral, oropharyngeal pain, pain in extremity, pelvic pain, perineal pain, photophobia, pruritus, rash macular, scratch, syncope and weight decreased to be related to essure. Lot number: 893013 manufacture date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 40-year-old female patient who had essure (batch no. 893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included penicillin allergy, multiparous, haemorrhoids and h.pylori gastrointestinal disease. On 2011, the patient had essure inserted. In 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced syncope ("fainting"), loss of consciousness ("blackouts from pain"), photophobia ("vision problems: severe light sensitivity/ severe light sensitivity") and rash macular ("rashes or skin conditions type:red dry patches on my side"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), perineal pain ("perineal pain"), flank pain ("side pain"), abdominal pain ("pain after eating and drinking"), arthralgia ("joint pain"), blindness transient ("temporary vision loss"), oedema peripheral ("edema (swollen legs and feet)"), asthenia ("lots of energy"), pain in extremity ("lower back and sharp pain in both thighs"), back pain ("lower back and sharp pain in both thighs"), menstrual disorder ("abnormal menstrual"), decreased appetite ("don't have an appetite"), oropharyngeal pain ("throat hurts"), arthritis ("arthritis"), pruritus ("itchy"), scratch ("scratching"), abdominal pain upper ("pain in my stomach") and bladder pain ("bladder pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("I lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, syncope, loss of consciousness, photophobia, depression, rash macular, allergy to metals, dysmenorrhoea, adenomyosis, perineal pain, weight decreased, asthenia, pain in extremity, back pain, menstrual disorder, decreased appetite, oropharyngeal pain, arthritis, pruritus, abdominal pain upper and bladder pain outcome was unknown and the migraine, alopecia, fatigue, abdominal distension, flank pain, abdominal pain, arthralgia, blindness transient and oedema peripheral had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, alopecia, arthralgia, arthritis, asthenia, back pain, bladder pain, blindness transient, decreased appetite, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, flank pain, loss of consciousness, menstrual disorder, migraine, oedema peripheral, oropharyngeal pain, pain in extremity, pelvic pain, perineal pain, photophobia, pruritus, rash macular, scratch, syncope and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received reporter information was added. New event added arthritis, itchy, scratching, abdominal pain upper, bladder pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraines"), visual impairment ("vision problems"), depression ("depression") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, migraine, visual impairment, depression and alopecia outcome was unknown. The reporter considered alopecia, depression, ectopic pregnancy with contraceptive device, migraine, pelvic pain and visual impairment to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.